Manufacturer narrative:
An updated report will be submitted once additional information is received.

Event description:
Boston scientific received information that this pacemaker dependent patient who is implanted with this pacemaker complained of feeling lightheaded. A review of the device data showed evidence of right ventricular (rv) loss of capture (loc). The rv thresholds were reprogrammed and the patient will be seen again in a month.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The patient was brought back into the clinic and the thresholds have started to decrease. The patient reports that they are feeling much better. The patient will continued to be monitored.